Event description:
As reported, during an umbilical hernia repair procedure on (B)(6) 2020, a non-bard/davol mesh was being fixated using a sorbafix enhanced 15 count fixation device. As reported, the sorbafix enhanced failed to function and fired 1, 1.5 tack (half broken). There were no broken, proud or loose fasteners in the body presenting as a result of the problem experienced. The fasteners were not deployed into or near cooper's ligament prior to the reported event. As reported, the surgeon opted for sutures for fixation of the mesh into the peritoneum. The temperature dot on the pouch had not been activated. There was no reported patient injury. The surgeon is an experienced user of the device.

Manufacturer narrative:
As reported, the sorbafix enhanced deployed a broken fastener. The subject device is not available for evaluation. Based on the available information, root cause of the reported event could not be determined. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in april, 2019. The instructions-for-use include with the device recommend the following: "1. Place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. 2. Compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. 3. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area." Addendum: this is an addendum to the initial MDR submitted to document the results of device evaluation. The subject device was returned for evaluation. Initial evaluation of the sample finds that the temperature indicator on the foil pouch had been tripped due to elevated temperatures. Functional evaluation finds the device did not deploy. The inner components were evaluated, the remaining fasteners were found to be bound to the mandrel, and there was some deformation of the gears noted. There were no broken fasteners. No manufacturing anomalies were noted. Fasteners bound to the mandrel is an indicator that the device was exposed to elevated temperatures. When, the device was exposed to elevated temperatures is unknown at this time. Based on the sample evaluation and the investigation performed, the reported broken fastener and the deformation found on the gears was most likely caused in an attempt to deploy the device with the bound fasteners. However, as reported the temperature indicator had not been tripped prior to use as such a definitive conclusion cannot be made. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, the sorbafix enhanced deployed a broken fastener. The subject device is not available for evaluation. Based on the available information, root cause of the reported event could not be determined. A review of the manufacturing records was performed for the subject lot and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in april, 2019. The instructions-for-use include with the device recommend the following: place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area. Should additional information be provided, a supplemental MDR will be submitted.

Event description:
As reported, during an umbilical hernia repair procedure on (B)(6) 2020, a non-bard/davol mesh was being fixated using a sorbafix enhanced 15 count fixation device. As reported, the sorbafix enhanced failed to function and fired 1, 1.5 tack (half broken). There were no broken, proud, or loose fasteners in the body presenting as a result of the problem experienced. The fasteners were not deployed into or near cooper's ligament prior to the reported event. As reported, the surgeon opted for sutures for fixation of the mesh into the peritoneum. The temperature dot on the pouch had not been activated. There was no reported patient injury. The surgeon is an experienced user of the device.